Manufacturer narrative:
Added related report number to h10. Updated b4, g3, g6, and h2.

Manufacturer narrative:
Manufacturer related report number - (B)(4). Addition to h.11. Updates to b.4, g.6 and h.2. Addition to h.10. Updates to b.4, g.6 and h.2.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 26 mm commander delivery system (ds), during deployment, the inflation balloon of the ds ruptured at the end of inflation. The 26 mm sapien 3 ultra resilia valve was successfully implanted in the intended position, and no central leak or patient injury was reported. Blood was observed in the syringe, and the ds could not be withdrawn through the 14fr esheath. A loop snare was introduced from the contralateral side to capture the nose cone and distal portion of the balloon, which was then tracked back into the esheath. The esheath, ds, and balloon tip/snare were removed together as a single unit. Protamine was administered, and hemostasis was achieved using two perclose devices. Post-procedural angiography showed no leak or damage to the femoral artery. The patient remained in stable condition following the procedure. The esheath was noted to be split approximately one-third down from the tip, and liner delamination was observed. The ds protruded out the side of the sheath during removal. The balloon rupture and subsequent difficulty in withdrawing the system were attributed to bulky leaflet calcium. A 14 fr sheath was introduced on the contralateral side, and post-dilation was performed using a 24 mm true balloon. No other edwards devices were reported as damaged during the case. The edwards devices used during the procedure were discarded and are not available for return. Imagery review findings revealed the liner was torn and circumferentially delaminated with guidewire lumen/proximal balloon shoulder inserted through it.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging review findings revealed a liner tear and circumferentially delaminated with guidewire lumen/proximal balloon shoulder inserted through it. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint sheath liner delamination was confirmed through the imaging evaluation. Available information suggests procedural factors (withdrawal of altered balloon profile, device manipulation) likely contributed to the event as the balloon was burst. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner. The operator may apply high pull force and manipulate the device to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.